Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: customer's observation was not replicated in-house with retention and return products. Retention (n=29) devices were tested with in-house clinical hcg negative urine samples, all results were negative at 3 minutes read time and met qc specification. No false positives were obtained. Retain and return devices were tested with return 2 vials serum sample, all results are negative. Hcg quants are 1.0 miu/ml and 1.2 miu/ml. All test results met qc specification. No problem found. Customer observation was replicated in return urine sample. Retain and return devices were tested with return 1 vial urine sample, the test result showed strong positive at read time. Hcg quant. Showed hcg >1,000 miu/ml. Return and retain product met qc specification. No problem found. Mfg batch record review did not uncover any abnormalities.

Event description:
It was reported that on (B)(6) 2015, a patient was admitted to the facility with back pain and vaginal bleeding. A fisher-sure-vue hcg stat srm/urine (50t) test was administered with a positive result. The serum test result was negative with a quant <1. On 05/05/2019 there was a repeat fisher-sure-vue hcg stat srm/urine (50t) test with the same urine sample, same lot and the urine tested positive again. Troubleshooting, instruction and discussion about the sample conducted.